Manufacturer narrative:
Device received with no button response due to moisture damage electronic assembly. Also, device received with moisture damage on the motor and keypad flex tail noted. No moisture damage on the battery tube and vibrator noted. Device received with cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump was damaged. Customer states that buttons are unresponsive after swimming with a crack in the back of pump case. Customer¿s blood glucose was 8.7mmol/l at time of incident. Customer states that pump was not working anymore. Insulin pump will be return for analysis.